Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was taken to the emergency room via ambulance on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer had symptom of high blood glucose. Customer's emergency room visit was due to high blood glucose. Customer was wearing insulin pump at the time of emergency room visit. Customer was still in the emergency room at the time of call. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test and further troubleshooting and would talk with healthcare professional regarding possible issues.